Event description:
The customer was not sure of the exact incident date. The device was used to check the blood glucose and the result was hi. Customer felt strange and nauseated and called an ambulance. When the emts arrived they checked the glucose and the level was in the 100's mg/dl. Customer was taken to the hosp adn the glucose was in the 200'smg/dl. Customer was kept for two days for observation and given insulin while the diet was monitored. Controls were not used on the system. The device was replaced and requested to be returned for eval.